Event description:
It was reported that the pc unit front case will be replaced due to the an unresponsive on button. Although requested, no additional information was provided.

Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pc unit front case will be replaced due to the an unresponsive on button. Although requested, no additional information was provided.